Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: updated additional information provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated info. 08/28/2019: it was reported that there was no surgical delay.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported by the affiliate via phone that during a procedure, both lockers (suction / irrigation) of the pump are defective. Spare pump used to complete the case. No patient consequences. This report is for one (1) fms vue pump. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/22/2019 and passed all functional testing before being returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that both lockers ( suction / irrigation) of the pump were defective. Per service report, this complaint can be confirmed. During evaluation, it was found that the pinch valve was damaged. Further, the tips and rubber feet were worn out. The repair activities including the pinch valve assembly replacement and tips replacement were carried out to resolve the issues. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. The damaged pinch valve and worn out tips & rubber feet would have caused the lockers to become defective, therefore are the root causes of the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/22/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/22/2019 and passed all functional testing before being returned to the customer.